Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the right vertebral artery using a neuron max 6f 088 long sheath (neuron max), an 8f non-penumbra sheath, and a non-penumbra guiding catheter. It was reported that the patient¿s right vertebral artery was stenotic. During the procedure, the physician used the 8f sheath to puncture the patient¿s femoral artery and then advanced the neuron max. Once the neuron max reached the abdominal aorta, an angiography tube was inserted to guide the neuron max into the target vessel. While advancing the neuron max into the target vessel, the physician experienced resistance; and subsequently, the physician broke the neuron max towards the mid to distal end inside the patient. Therefore, the neuron max was removed. The procedure was completed using a new neuron max and the same 8f sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron max confirmed a fracture on the mid-shaft. Yield marks were present near the fractured location. This indicated that the device was kinked prior to fracture. If the device is advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed kinks throughout the catheter and an ovalization at the distal tip. Based on the returned condition, this damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.